Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00893 / 00894).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an anterior cruciate ligament (acl) rupture. During the procedure, the tibial tray and polyethylene bearings were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00893 / 00894). Product location unknown.

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to an acl rupture. The acl rupture was caused by a patient fall. The cause of the fall is unknown. During the procedure, the bearings and tibial tray were removed and replaced. No further information has been provided.